Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reports 86 year old male patient with critical coronary artery disease (cad) was presented with acute decompensated heart failure (adhf) which required intubation at the medical facility. An attempt was made to place the impella in the right femoral artery (rfa), but the medical professional had difficulty accessing the site. The left femoral artery (lfa) was prepped, and the device was implanted. It was reported that the left groin had a cardiac device infection (cdi) and that the patient¿s platelet counts continued trending downward. A heparin, induced antibody test, was performed and the decision was made to change the purge solution to sodium bicarbonate (bicarb) twenty-five (25) in one (1) liter of dextrose with five percent water (d5w). The patient subsequently transfused one (1) unit of packed red blood cells (prbc¿s). Weaning was successful and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.